Event description:
One patient had a bile leak attributed to cannula injury (transection) of large ducts. Bile leak required prolonged percutaneous drainage and placement of an endoscopic stent. This complication is considered technical in nature and can be avoided by directing the probe around major bile ducts.